Manufacturer narrative:
The user facility performs service of their compressors by themselves and did not request any service. No malfunction or leakage was found and no parts have reportedly been replaced. The compressor was returned to clinical use. The root cause of the reported alarm has not been determined. (B)(4).

Event description:
It was reported that the compressor generated an alarm for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).